Manufacturer narrative:
Device received with loose and protruded drive support disk. Device unable to prime during prime test and motor error alarm during basic occlusion test due to loose and protruded drive support disk. No compromised force sensor system alarm noted. Device passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer also reported that the insulin was squirting out during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.